Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of pain, anxiety product/procedure, edema was received on feb 21, 2020 with lot number 622015. Visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, brown particles on outer surface, a linear opening with striated edge on posterior side. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side "bilateral pain, swelling, fluid build up and a bilateral exchange from textured to smooth devices due to the patients concern with the product." Device remains implanted.